Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Sane case as MDR ID: 2134265-2018-05633. It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 6f guidezilla¿ ii long guide extension catheter was in use while a 3.50 x 32 synergy ii drug-eluting stent was advanced for treatment. When the physician attempted to remove the stent, it was snagged by the guidezilla¿ and became unusable. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Updated device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: a synergy ii us mr 3.50 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Distal struts 1-4 were undamaged; the remainder of the struts were damaged and deformed. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed multiple inner/outer shaft polymer extrusion kinks, the corewire was kinked in several locations. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Sane case as MDR ID: 2134265-2018-05633. It was reported that interaction with another device during withdrawal occurred. The target lesion was located in a coronary artery. A 6f guidezilla¿ ii long guide extension catheter was in use while a 3.50 x 32 synergy ii drug-eluting stent was advanced for treatment. When the physician attempted to remove the stent, it was snagged by the guidezilla¿ and became unusable. No patient complications were reported and the patient's status was fine.